Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue. In addition of the above evaluation, the m series pollen filter was replaced due to maintenance procedure and the technician performed repair test, alarm checking, battery checking, run testing, and cleaning and software version was checked, which was not related to the malfunction/issue.